Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as touch contamination. The patient was not hospitalized for the peritonitis event. The patient was treated with vancomycin 2 grams (route and frequency not reported). Dianeal therapy was ongoing and the patient recovered from the peritonitis. The patient was retrained in proper aseptic technique. No additional information is available.